Event description:
A consumer had essure implanted. Foam and everything she could possibly use was back-up contraception before total occlusion confirmation. In (B)(6) 2008, an ultrasound was performed and showed pregnancy, confirmed by urine and blood test. On (B)(6) 2009, she had a full term vaginal delivery without complication during pregnancy or delivery. On (B)(6) 2014, essure was removed by laparoscopy and salpingectomy as she was having jabbing pain. She reported that the removal was medically necessary due to the issues she was having. Her tubes were removed. They found the coil broken in half. One half was lodged in her colon. She recovered from the removal procedure and the symptoms resolved after surgery.